Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("sex drive gone"). The patient was treated with surgery (partial hysterectomy on 9th (month and year unspecified)). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the loss of libido had resolved. The reporter considered loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal and loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case became valid and incident. Event of adverse reaction updated to medical device removal. New event added - sex drive gone. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.